Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump does not vibrate when the motor is activated due to a broken vibrator motor wire.

Event description:
It was reported that the customer received weak battery alarms when using brand new batteries in the insulin pump, which also was not vibrating properly. No damage to the battery compartment was noted. During self-test for the vibrate anomaly, the insulin pump did not vibrate. Customer's blood glucose was 14.1 mmol/l. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.